Event description:
Additional information was received: it was reported that after reviewing the reports they did not see any abnormalities and impedance values were all within range. This did not rule out other possible issues though. Additional information was received from the rep stating that there were no signs of infection and the skin as intact. They would try to turn off therapy for 15 minutes to palpate the system and troubleshoot for possible causes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is complaining that their stimulator feels overly hot. This is an intermittent problem. No signs of inflammation or infection. No skin erosion noticed. The impedances are normal in all contacts and the stimulation working as usual.